Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a low anterior resection, the device was placed on the mayo stand and a piece of the active waveguide disengaged from the dissector. The piece did not fall into the patient cavity and there was no patient injury. Another dissector was opened and installed onto the system in order to complete the case.